Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, lead dislodgement was suspected on the right atrial lead as the atrial paces appeared on the ventricular channel. A chest x-ray was performed and it was noted that the lead position was not changed. No intervention was performed and the lead remains implanted. The patient was stable before, during and after the event.